Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer sst blood collection tube had foreign matter in it before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before using the tube, it found that 1ea tube has fm in tube."

Event description:
It was reported that the bd vacutainer® sst blood collection tube had foreign matter in it before use. The following information was provided by the initial reporter, translated from chinese to english: "before using the tube, it found that 1ea tube has fm in tube."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/28/2020. H.6. Investigation: bd received 1 sample and 1 photo from the customer for investigation. The photo and customer sample was reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.